Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of over 300 mg/dl. The user changed the supplies and delivered a bolus to address bg level. The user declined troubleshooting.